Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion characteristics and anatomy location are unknown. A 32x2.5mm ion stent delivery system was advanced to the target lesion and the stent was deployed. Upon removal of the stent delivery system, resistance was encountered as the balloon was withdrawn from the stent. The physician was able to complete the procedure with this device. There were no patient complications reported.